Event description:
It was reported that during sensor warmup with an fsl3+ used for ilet integration, the user experienced sensor error and sensor unavailable alerts, resulting in no glucose values being provided to the ilet until the sensor was rescanned and signal was restored. Symptoms included temporary unavailability of glucose data. Outcomes included brief interruption of automated insulin dosing decisions until readings resumed. Investigation included technical troubleshooting and user education by support, including instructing the user to rescan to reestablish communication. Investigation of this case revealed that glucose readings returned after rescan and no further assistance was required. It was concluded that the event was due to transient signal loss between the sensor and connected system, resolved through standard troubleshooting without clinical sequelae.